Event description:
It was reported that when using the bd pyxis¿ medbank tower aux was unable to issue oxycod/apap tab 5 325 mg. The customer selected the item from the patient order list and entered the code, but the system displayed an invalid validation code message. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user could not issue medication. A technical support specialist (tss) checked the medbank myqlink (mql) and found that the profile 1233\f\669878\f\46030 had been cancelled, while the active order associated with the cabinet was 1233\f\669878\f\45585.this mismatch resulted in the incorrect validation code being provided by pharmacy. The customer was guided through properly adding the active item to the patient order list and entering the correct override code override0112 and issued medication successfully. Pharmacy was informed of the cancelled profile and shown how to verify the active order ID in mql to prevent future incorrect code issuance. The system functioned as intended after the technical support specialist investigated the issue.